Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical pump error alarm. The customer's blood glucose value was 195 mg/dl. Troubleshooting was performed. Customer reports they received the open book image on the insulin pump screen. Customer stated insulin pump showing a picture of the insulin pump with a x and an open critical error. The customer reported that they did not receive any other alarm prior to the critical pump error. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. After further review of the device's interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. Unable to upload and download due to a problem associated with the electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm.